Event description:
The patient was implanted with a left ventricular assist device. The hospital indicated the patient expired due to a subdural hematoma. The pump was not explanted.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was not explanted. A direct correlation between the device and the reported subdural hematoma could not be determined. No specific device related issues or alarms were reported and no other information regarding the event was provided. The instructions for use lists bleeding as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.